Manufacturer narrative:
Because the pm-8000 doesn't have the log file function, the device was returned for analysis. The returned monitor's ECG function was inspected and tested and the test result showed that it's proper functioning and meet the product specification. The customer reported problem could not be duplicated.

Event description:
Customer reported that when the pm-8000 was monitoring a patient in the hospital, there's inaccurate measurement of heart rate appeared, the hr was displayed to be over 200bpm. The doctor rebooted the monitor, then it can work fine. No patient was dead or injured.